Manufacturer narrative:
Additional information received reported and confirmed that the replacement lens was a zlb00 10.5 diopter intraocular lens (iol) and the explant date was (B)(6) 2017. No additional information was provided. Update to required intervention. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Therefore, reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, exact date not provided (2017). If explanted, give date: not applicable, lens remains implanted. (B)(4). An attempt has been made to obtain missing information and has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 13.0 diopter intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2017 with no patient injury. Post-operatively, the patient ended up -1.75 diopters and an explant is planned on 2017 to replace the lens with the same model, but different diopter of 10.5. No additional information was provided.